Event description:
The customer reported being hospitalized with diabetes ketoacidosis and high blood glucose of 637mg/dl, and his blood glucose was treated with manual injections. The caller also reported button error alarms. Advised the customer that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump had button error alarm due to corroded keypad traces. However, the insulin pump passed functional tests including displacement, prime, basic occlusion, occlusion and no delivery tests.